Event description:
It was reported that when the patient presented to the hospital for normal follow-up, an alert for high, out of range high voltage lead impedance was observed. Device was reprogrammed. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.